Manufacturer narrative:
The pacemaker remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequent information indicates that the device was explanted for an uknown reason and returned. There were no adverse patient effects reported.

Event description:
Boston scientific crm received information that the patient with this pacemaker experienced a syncopal event. Many sudden brady response (sbr) episodes were stored in the logbook. Technical services was contacted to review the sbr algorithm with the field representative. A technical service consultant recommended shortening the sbr detection time.